Event description:
Caller reported aviva blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, 191 mg/dl, and 150 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.